Event description:
This complaint is now reportable based on the analysis. It was reported that during a coronary artery drug eluting stenting treatment procedure the stent failed to deploy.a 3.5x12mm taxus liberte drug eluting stent had been selected to treat an unspecified target lesion. At an unspecified time during the procedure, the stent failed to deploy. There were no patient complications reported. Returned product analysis revealed stent damage.

Manufacturer narrative:
Device analysis: the damage found with the returned device was not consistent with the complaint reported. Visual and microscopic examination of the returned device revealed proximal and distal stent damage. Several proximal stent struts were bent back distally and some distal stent struts were pulled distally towards the tip. This type of damage is consistent with the stent getting caught on a foreign object during withdrawal. A review of the shop floor paperwork for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause of this event could not be identified.